Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. UDI#: device evaluation code pertains to neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an external neurostimulator (ens). It was reported the identify clinical diagnosis was post dural puncture headache that was ongoing. The hcp noted the patient was given IV medications, benadryl, reglan, toradol, dilaudid. The hcp stated the following medication were given orally oxycodone 10mg tab, 1 tab. The hcp stated the trial ended early, leads pulled on (B)(6) 2018 and the trial leads were not planned to be pulled until (B)(6) 2018. The hcp noted the event resulted in an emergency room visit. The hcp stated the patient had a positional headache, it was at a 3/10 laying, a 10/10 when sitting and standing. The hcp stated this started on (B)(6) 2018. The hcp stated at an exam on (B)(6) the patient seemed uncomfortable and anxious. The patient¿s mother reported leaking fluid from the procedure site on (B)(6) 2018. The hcp noted the event was not related to the device or therapy and was related to the surgery and anesthesia. The hcp stated on (B)(6) the patient reported extreme headache pain when sitting and standing only. The hcp courage the patient to have caffeine and fluids. It was noted that ondansetron and fiorinal were prescribed on (B)(6) and they had to been seen in the clinic. The patient had their leads removed on (B)(6) a blood patch was ordered, but declined per insurance, and the patient did not want to have to come off nonsteroidal anti-inflammatory drugs (nsaids) prior to the procedure. There were no further complications that have been reported as a result of this event.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that on (B)(6) 2018, there was no report of post-dural-puncture headache (pdph). The outcome of the event was noted to have been resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the device was disposed of. There were no further complications that have been reported as a result of this event.